Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2017-04833. It was reported that the delivery system was stuck on the wire. A 7 x 120 x 130 innova¿ stent was selected for a left superficial femoral artery (sfa) angioplasty and stent placement procedure. After normal stent deployment, during removal of the stent delivery system, the stent delivery system became jammed on the v-18 control wire. The guidewire and the stent delivery system had to be removed together. There were no patient complications. The patient's status was reported as fine.

Manufacturer narrative:
Device evaluated by MFR: the unit returned has wire kinked and distal tip damaged, as part of overall visual revision. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2017-04833 it was reported that the delivery system was stuck on the wire. A 7 x 120 x 130 innova¿ stent was selected for a left superficial femoral artery (sfa) angioplasty and stent placement procedure. After normal stent deployment, during removal of the stent delivery system, the stent delivery system became jammed on the v-18 control wire. The guidewire and the stent delivery system had to be removed together. There were no patient complications. The patient's status was reported as fine.